Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that the pacemaker exhibited backup vvi operation with unknown cause. Programming changes were made. The patient was stable.